Event description:
Procedure: common bile duct exploration. Reportedly, the jaws of the istrument broke off into the patient's cavity. Surgeon was able to retrieve all pieces from cavity. No patient injury occurred.